Event description:
An iab was placed into the patient. After insertion, bleeding continued at the site of insertion. The physician decided to place a sandbag over the insertion site to control bleeding while the catherization continued. After approximately one hour there was still bleeding from the site. It was decided to change the balloon. A new balloon was inserted at the site without incident or bleeding. 9f iab catheter is inserted through a 10f tear away sheath. When the sheath ws torn away the femoral artery continued to bleed around the 9f catheter. Catheter design is without a tapered end or hemostatic plug.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure, manufacturing. Conclusion: device failure related to patient condition, device failure directly contributed to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.